Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due dislocation and wear on the implant. This occurred as a result of patient's fall down stairs.

Manufacturer narrative:
Visual examination confirms wear of sliding core mobile bearing. There were no deviations reported to the DHR.